Manufacturer narrative:
(B)(6).

Event description:
It was reported by customer from (B)(6) a device with broken handle during surgery with no patient's serious injuries or complications.

Manufacturer narrative:
One (B)(4) suture anchor assembly was returned for evaluation. Only the inserter was returned. The device was returned with the shaft within the handle. The shaft could easily be removed. Dimensional assessment of the knurl confirmed it met print specification. Examination of the handles cavity showed multiple sinks which are allowable per print specifications. A review of the complaint files confirmed this failure mode to be isolated in nature.